Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead reported diaphragmatic stimulation shortly after implant. The patient's nurse reported that the patient had been up and moving his arms shortly after implant. An x-ray was performed which confirmed that this ra lead had dislodged. During surgery to revise the lead, the physician experienced difficulty with the helix mechanism and was concerned about the potential of tissue blocking the helix mechanism. The physician elected to withdraw the lead and implant a new one. Hospital staff disposed of the lead. No additional adverse patient effects were reported.